Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a pocket revision and was doing well postoperatively.

Event description:
A report was received that the patient lost weight, was experiencing extended charging time and the ipg had flipped on its side. The nurse assessed that the reason the ipg migration is possibly due to the weight loss. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient lost weight, was experiencing extended charging time and the ipg had flipped on its side. The nurse assessed that the reason the ipg migration is possibly due to the weight loss. The patient will undergo a pocket revision procedure.